Manufacturer narrative:
Follow-up # 1 ¿ (04/28/2014), the patient¿s control solution and test strips have been returned on (B)(4) 2014 and evaluated by lifescan product analysis on 4/17/2014 and 4/21/2014 with the following findings: the control solution involved with this complaint failed testing. The control solution was found to have low glucose results when tested with control solution. The test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. In addition, a secondary issue unrelated to the complaint was found, the returned test strip vial contained extra test strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate control solution results. The control solution should produce a reading between 107-143 mg/dl and the patient received a result of 103mg/dl. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.